Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis and was treated with ancef (frequency, dose, and route was unknown). The cause of the peritonitis was unknown. The patient was discharged from the hospital four days after the onset and recovered from the peritonitis. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.